Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the screen went blank on the console. An angiojet® ultra system console was performing functional testing. The screen went blank while the console still had power and aspiration was running. The small screen still worked and the big screen was blank. There was no procedure involved.